Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
The customer reported the unit is not displaying volume or flows. There was no patient involvement. The customer tested the unit in diagnostic mode and found they could not accurately adjust the flows. The customer replaced the flow sensor assembly and the issue was resolved. The unit has been returned to service.